Event description:
It was reported the pump medication dose was initially ¿too high¿ and caused an overdose. The patient stated, ¿my brain just can¿t handle much in the way of narcotics¿, and "it turned out to be too much for me and I just couldn't handle it." The dose was subsequently decreased and the patient was then ¿in a lot of pain¿. The pump originally had morphine but was changed to dilaudid ¿about a month¿ prior to this report date.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).